Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). The device will continue to be monitored. The patient condition was unknown.

Event description:
New information noted additional instance of post-paced t-wave oversensing (pptwos).